Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-137977 is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number 2016493-2025-137973 and 2016493-2025-137975 .

Event description:
It was reported that there was a suspected programming error. A morphine drip was hung in one channel at 2ml/hour and normal saline was hung in one channel at 10ml/hour. At around 10pm they found the morphine at 10ml and normal saline at 2ml. There is a conflict in what occurred - one person stated the 2 channels were side-by-side on the right side of the brain at the time of set-up. Another person states that the morphine was on the left side of the brain and the normal saline was on the right side. This person states that it was set up according to the order and there was no error at that time. When the error was discovered both channels were on the same side. The reporter was concerned the IV administration lines had been switched. There was patient involvement but no harm.

Event description:
It was reported that there was a suspected programming error. A morphine drip was hung in one channel at 2ml/hour and normal saline was hung in one channel at 10ml/hour. At around 10pm they found the morphine at 10ml and normal saline at 2ml. There is a conflict in what occurred - one person stated the 2 channels were side-by-side on the right side of the brain at the time of set-up. Another person states that the morphine was on the left side of the brain and the normal saline was on the right side. This person states that it was set up according to the order and there was no error at that time. When the error was discovered both channels were on the same side. The reporter was concerned the IV administration lines had been switched. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.